Manufacturer narrative:
Trend analysis conducted and no adverse trends observed. Device history review could not be conducted because the lot number was not provided. Sample review not possible because sample was not provided for evaluation. Root cause of reported infection cannot be determined. Only the di information of the UDI is known due to lack of lot number information.

Event description:
It was reported that a customer experienced bleeding after utilizing the hollister apogee straight intermittent urethral catheter. It was then reported during a follow-up call that the customer recently visited the ER, where he was diagnosed with prostatitis and a testicular infection. Additionally, it was reported that he was placed on a foley catheter and prescribed a one-month course of antibiotics.